Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After predilation was performed, a 12x4.00mm promus premier stent was selected but failed to cross the lesion. The device was removed from the patient and the edge of the stent was noticed to be slightly damaged. Therefore, the device was exchanged to another of the same device. After performing predilation again, the exchanged device crossed the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.